Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. The case describes the occurrence of abdominal pain ('abdominal cramping'). On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6)-2012, the subject experienced abdominal pain (seriousness criterion intervention required). The subject was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the abdominal pain had resolved. The investigator considered abdominal pain to be related to fallopian tube occlusion insert. The reporter commented: no vasoconstrictive agent was used during the removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 952112, 898927) inserted. The case describes the occurrence of abdominal pain ('abdominal cramping'). Medical conditions: patient had no medical history or concurrent problems. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2012, the subject experienced abdominal pain (seriousness criterion intervention required). The subject was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the abdominal pain had resolved. The investigator considered abdominal pain to be related to fallopian tube occlusion insert. The reporter commented: no vasoconstrictive agent was used during the removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Lot number: 898927 manufacture date: 2011-08 expiration date: 2014-08. Lot number: 952112 manufacture date:2012-12 expiration date: 2015-02. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the patient ID was updated. No new follow-up information was received from the reporter. We received lot numbers in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 952112, 898927) inserted. The case describes the occurrence of abdominal pain ('abdominal cramping'). Medical conditions: patient had no medical history or concurrent problems. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2012, the subject experienced abdominal pain (seriousness criterion intervention required). The subject was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the abdominal pain had resolved. The investigator considered abdominal pain to be related to fallopian tube occlusion insert. The reporter commented: no vasoconstrictive agent was used during the removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2019: essure lot number and insertion date added (left device l/n 952112; right device l/n 898927). Essure´s indication comment mentioned: subject cited reason for placement was essure does not involve oral contraceptive or hormones. Patient had no medical history or concurrent problems. Removal data was clarified as (B)(6) 2018, she was saw by physician again on (B)(6) 2018 for a post-op check. We received lot numbers in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6) had fallopian tube occlusion insert (batch no. 952112, 898927) inserted. The case describes the occurrence of abdominal pain ('abdominal cramping'). Medical conditions: patient had no medical history or concurrent problems. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2012, the subject experienced abdominal pain (seriousness criterion intervention required). The subject was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the abdominal pain had resolved. The investigator considered abdominal pain to be related to fallopian tube occlusion insert. The reporter commented: no vasoconstrictive agent was used during the removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Lot number: 898927 manufacture date: 2011-08 expiration date: 2014-08 . Lot number: 952112 manufacture date:2012-12 expiration date: 2015-02 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2019: quality safety evaluation of ptc. We received lot numbers in this case. A technical investigation wasconducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. The case describes the occurrence of abdominal pain ('abdominal cramping'). On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2012, the subject experienced abdominal pain (seriousness criterion intervention required). The subject was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the abdominal pain had resolved. The investigator considered abdominal pain to be related to fallopian tube occlusion insert. The reporter commented: no vasoconstrictive agent was used during the removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.